Manufacturer narrative:
H3: product analysis found that visually the pouch was open from 3 of 4 sides and contained packaging tray, both electrodes (green and red/white), and size 6 emg tube. There was no damage noted in the construction of the device. There were no traces of contamination found, and the wire harness was wrapped in a tape paper when returned. Functionally, a syringe was used to inject 20cc of air into the cuff. There were no issues found during the inflation/deflation of the cuff. Additionally, the inflated cuff as well as inflation assembly were submerged under the water for leak observation. There was no leak recorded during the analysis. In the returned condition, there was no out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during preparing to use the endotracheal tube for thyroid surgery, it was found that the cuff could not be inflated. There was a procedure delay of 5 minutes and the procedure was completed with a backup product. There was no patient impact.